Event description:
Reported as port disconnected.

Manufacturer narrative:
The product associated with this report has not ye been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper I. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Explant date was provided by the reproter prior to the scheduled date. It has not been confirmed that the surgery actually took place on the scheduled date. Further information from the reproter regarding serial number and explant date confirmatin has been requested. Device labeling addressess the possible outcome of leakage as follows: "deflation of hte band may occur due to leakage from the band, the prot or the connector tubing. "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."